Event description:
It was reported, the patient never had therapeutic effect and the implant never worked for her. It was stated the trial did work for the patient. It was stated, the stimulator was removed on 2013 (B)(6). It was later reported that the cause of the event was that the patient was dissatisfied with the response and it was not as good as the percutaneous nerve evaluation. It was noted that there were no abnormal impedance measurements and the components were in functioning order. It was reported that imaging of the lead on 2013 (B)(6) showed an unchanged position at s3 and there was a lead revision with lead explant on 2013 (B)(6). It was noted that a stage I bilateral lead was placed for the patient to trial to see if she had the desired response before reconnecting to the implantable neurostimulator (ins). It was reported that there was a complete explant of the bilateral leads and generator on 2013 (B)(6). It was unclear which date the device was explanted, as two different dates were reported. It was reported that the patient developed a (B)(6) infection. It was noted that after 2013 (B)(6) and on 2013 (B)(6), the implant site became red, swollen, and warm and the patient had a low grade temperature. The patient was treated with oral antibiotics. It was noted that the patient required hospitalization for the infection and had a night hospital stay. It was reported that the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# va02pfj, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).